Event description:
Patient underwent uni knee replacement (biomet) a couple of months ago. Doctor was reviewing the post op films with the patient during his first post op clinic visit. The post op x-ray noted a small metallic object in the surgical site. Informed consent obtained by surgeon for re-exploration of surgical site with foreign object removal. Small c-shaped wire was removed w/o incident 3 weeks after the surgery. It was felt this broke off during the surgery when the spring loaded femoral holding device broke and although reassembled, one of pieces must have been lost in the patient. Manufacturer response for femoral holding device for knee replacement surgery, biomet (per site reporter): we have not received a response from the company who supplies the biomet trays.